Event description:
A report was received that the patient will undergo an explant of his entire system due to pain at the ipg site and because of inadequate therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The damage to the leads was consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient will undergo an explant of his entire system due to pain at the ipg site and because of inadequate therapy.